Manufacturer narrative:
Analysis was performed on the returned device. The reported guide separation was observed as a sheath separation. The reported difficult to advance vessel and difficult to remove guidewire could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, a guide wire patency test was performed using a proxy 0.035-inch guide wire. The guidewire was backloaded without resistance. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the guidewire was not removed before deployment. It should be noted that the perclose proglide instructions for use (IFU), states: ¿advance the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line". The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Correction d4 lot# updated from unknown to 3111241

Manufacturer narrative:
D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 - failure to follow steps/ instructions manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the calcified right common femoral artery with a proglide device using a 6f sheath after a diagnostic lower extremity angiogram procedure. Reportedly, due to tortuosity, resistance was noted as the device could not be advanced without the guidewire. The device was deployed with the guidewire still in place. The guide separated and the suture knot was caught on the guidewire. The entire device (including the separated guide) and the guidewire were removed together from the patient anatomy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.